Event description:
The facility's biomedical tech reported an infusion pump with failure code 33 found before pt use. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.